Event description:
It was reported that during watchman flx procedure to treat left atrial appendage closure (laac), a versacross connect kit was selected for use. When trying to go transseptal when dropping down from superior vena cava (svc), effusion was noted in the right atrium. They did not proceed with the puncture, no radio frequency was delivered. The blood was drained as a medical intervention and the physician cancelled the case to reschedule the watchman implant. Patient was not admitted to hospital beyond standard of care and expected to fully recover. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.